Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Asku. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the jnj intraocular lens was explanted from the patient¿s left eye due to them experiencing halos and blurry vision. Their pre-operative visual acuity was 20/60 and post-operative 20/30. The incision had to be enlarged. There were no sutures used, no vitrectomy required and no delay in procedure. Reportedly, the patient is doing well after the explant. No further information was provided.

Manufacturer narrative:
This follow-up report is to correct the initial submission. In the initial report the following fields were completed based on the wrong serial number provided by the customer. They've now clarified the correct serial number is (B)(6). The following fields are now updated accordingly. Section d4 additional device information model number: dfr00v, catalog number: dfr00vu190, serial number: (B)(6), expiration date: sep 27, 2024, unique identifier (UDI) number: (B)(4), device manufacture date: sep 27, 2021. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 12, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect iol was received cut with viscoelastic residue on the surface. The lens was cleaned and visual inspection found scratches on the lens surface. No other issues were identified. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted."